Event description:
It was reported that the device could not be interrogated. The patient was complaining of a warm sensation in his chest and also felt pain around the implant site. The device was explanted.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to a low battery voltage. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. A longevity calculation was performed and the device was found not to meet its expected longevity. The original battery was sent to the vendor for further evaluation, and an internal battery was anomaly was found to cause the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.